Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken. It was also found that the upper case was dented and had a broken boss, and the battery drawer would not open without batteries in it. One case screw was contaminated, and the main seal was pinched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular port. The epg was returned for testing and calibration. No patient complications have been reported as a result of this event.